Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 482 mg/dl. Current blood glucose level was 482 mg/dl. Customer did not had any symptoms. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.